Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Repair multi-device];[hardware recall for pcu software upgrade 12.1.1 full pm]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.